Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the nozzle had foreign object due to insufficient cleaning. Additionally, due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to the wear of angle wire, the play of u/d knob was out of the standard value. The adhesive on the bending section cover had a chip, the adhesives around light guide lens had white-clouded area. Due to deformation of the bending tube, connection between bending section and connecting tube was not secured. The connecting tube had a dent. And the suction connector was dirty due to water leakage. The customer later confirmed that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure what the foreign material adhered to the scope nozzle was. Additionally, it was not confirmed if there was any delay in the start of pre-cleaning, the customer flushed the nozzle with water and air, they did not confirm if there were any abnormalities in the accessories used for reprocessing. They did not presoak the endoscope in detergent solution, they did not confirm if they¿ve wiped the nozzle with clean lint-free cloths/brushes/sponges, and they flushed the air/water nozzle with detergent solution. There were no other concerns regarding the reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported poor water delivery on the gastrointestinal videoscope. The issue was found towards the end of an unspecified diagnostic medical examination. The facility completed the intended procedure with the same device. There were no reported delays. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: nozzle has foreign objects.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual gif-1200n operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif-1200n reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.